Event description:
IV tubing broke at y site of y connector. PICC line intact, but rn unable to flush secondary to interruption of IV fluids. IV team was contacted in order to address issues with line. Tissue plasminogen activator (tpa) was instilled. Patient was to be discharged to home at the time. Mom was eager to leave. She would agree to only allowing the tpa to remain in the line for one hour and only one attempt at unclogging line. This was unsuccessful and the PICC line was later discontinued and patient was discharged. Also, rn discarded the y-connector in the sharps container due to blood in catheter.